Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert for high, out of range shock impedances. Historical shock impedance values had been stable but near the high limit since implant and no actual gradual increase was observed. Technical services recommended programming maximum energy for all shocks and initial polarity. The rv lead remains in service. No adverse patient effects were reported.